Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 17812152.

Event description:
It was reported that the patients splitters had a lot of fractures. The fractured splitters were explanted and were not returned. The patient was doing well post-operatively.